Manufacturer narrative:
Based on the information provided by the patient, there is no conclusive evidence that supports or opposes the fact that the retainers caused, contributed, or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions that describe loss of dental bone structure. This adverse event is reported after 30 calendar days. It was not initially reported because it did not seem the customer was alleging that the device caused or contributing to the adverse event. However, after further review, decision was changed to report because it could not be ruled out with the available information.

Event description:
The customer reported a tooth loss while wearing the retainers, the customer was not able to provide the impacted tooth number. Medical intervention was required, and a root canal and an extraction was performed. Retainer treatment was not discontinued. For this event, the patient identifier is (B)(6) and the complaint number is (B)(4).